Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss/suture retrieval issue was not confirmed as not all components were returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a left heart catheterization interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.